Event description:
It was reported by svc report that the footsection would drift with weight on it and the foot left side rail would not lock in the upright position. There was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Foot section.